Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stimloc failed. The stimloc cap did not fit on properly. The surgeon had to resort to using non-stimloc screws due to screw purchase failure. Self-tapping screws were used and it is likely that the stimloc was deformed by the use of those screws, but it was a complication nevertheless. The issue was resolved.